Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient had an infection. This product remains in service. No additional adverse patient effects were reported.